Event description:
On 09/30/2021, it was reported by a sales representative via sems that an ar-613-93 would not hold reduction and would not fully lock during a tka procedure. The case was completed by using a new ar-613-93. After putting the set away, the facility noticed that an ar-623-36 was noted to be "chewed up" on one edge. During returned device evaluation, a reportable malfunction was discovered.

Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed, the impactor was found to be damaged and missing a piece. The anvil was also worn due to impaction. The cause of the broken piece is undetermined, however a likely cause is user-applied mechanical forces.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an ar-613-93 would not hold reduction and would not fully lock during a tka procedure. The case was completed by using a new ar-613-93. After putting the set away, the facility noticed that an ar-623-36 was noted to be "chewed up" on one edge. During returned device evaluation, a reportable malfunction was discovered.

Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed, the impactor was found to be damaged and missing a piece. The anvil was also worn due to impaction. The cause of the broken piece is undetermined, however a likely cause is user-applied mechanical forces.